Manufacturer narrative:
Follow-up #1: date of submission 03/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: review of the black box data reveal record of a call service alarm 064 indicating occlusion during prime. On investigation, the pump powered on normally and was exercised for 24 hours without alarm after having successfully performed the rewind, load and prime sequence. The pump was opened for further investigation revealing a failed motor connector. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 12/28/2016, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.